Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the device never targeted patient's lower back. Patient reported they have at least a dozen different programs in their patient controller. Patient reported they plan to ask the hcp to remove their device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the patient's spinal cord stimulator (scs) had not been on for 2 weeks and the battery was probably not charged. The hcp reported that the patient was having some sort of problem with the scs and that was why the MRI was being done. MRI was ordered to scan area of the scs, lumbar spine. No symptoms reported. No further complications were reported/anticipated.